Event description:
It was reported that the patient underwent a transforaminal lumbar spinal fusion procedure at l3-4 with interbody cage. To achieve fusion, the surgeon performed a procedure by utilizing rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for the rhbmp-2/acs related injuries. The patient has never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011: patient got admitted in the hospital with the following pre-operative diagnosis: status post bilateral instrumented l4 to the sacrum fusion with possible loose sacral screws; advanced degenerative change l3-l4 with defect superior endplate l4 on the left due to a schmorl¿s node. Patient underwent the following procedures: re-exploration lumbar wound with evaluation of fusion and removal of implants; bilateral pedicle screw instrumented posterolateral fusion l3-l4 using multiaxial screws and rods; right sided partial facetectomy, complete discectomy, followed by transforaminal interbody fusion using structural cage supplemented with autograft, graft matrix , and bmp collagen sponges; intrathecal injection l4-l5 level; removal of bone stimulator battery and wires; pedicle screw stimulation and myotomal emg, bilateral l3 and l4 nerve roots. Per op-notes, ¿the lateral fusion bone was decorticated and the transverse process of l3 was decorticated. Bmp collagen sponges were laid over the transverse process and lateral factes, were intact from l3-l5 supplemented with graft matrix ¿ two bmp collagen sponges graft matrix, and the rod was placed on some compression and secured and the nuts torqued off in the usual fashion.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.